Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres before hitting burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres before hitting burst pressure, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.